Manufacturer narrative:
(B)(4). Did the issue occur pre-operative or intra-operative? Pre-operative. Was this the initial use of the device? Yes. How long has the surgeon been using this device? No information. What other devices were used in conjunction with the device? No information. Was the sales rep present during the event? No.

Event description:
It was reported that during a laparoscopic oophorectomy procedure, the balloon was burst when the device was checked before use for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.